Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a fluid leak from the device. A new aus device was implanted. There were no patient complications.